Event description:
The customer reported device vent inop at start up with an da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failure. No patient involvement reported.